Manufacturer narrative:
On 18-dec-2025, device investigation, including coding, have been updated. As such, this event is no longer considered MDR reportable since the black material observed on the tip of the device was actually part of the device return kit and therefore, does not pose any risk to the patient. Updated investigation: the device was returned to johnson & johnson medtech (j&j). A visual inspection, irrigation test and fourier transformed infrared spectroscopy (ft-ir) of the returned device were performed in accordance with j&j procedures. Visual analysis revealed a foreign material fibrous attached on the tip surface. An irrigation test could not be performed due to the device being occluded with the foreign material at the tip. However, an aluminum wire was introduced on device irrigation tube, and no occlusion was found. Due to the condition at the tip area, an ft-ir test was performed to identify the origin of the foreign material observed on the tip and, it was found that the material is primarily composed of methacrylate-based material. However, slight variations suggest material modifications. These molecular differences may correspond to aliphatic ester groups, which could not be conclusively identified by ft-ir analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion issue reported by the customer could not be replicated during the analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. The black material observed on the tip of the device was not originally reported by the customer and it is unrelated to the complaint; the origin of the black material was reviewed with the decontamination center, and it is attributable to the return kit materials used during the shipping process after the procedure. An internal corrective action was created for further investigation of the black material (polyester resin/methacrylate-based/polyethylene) found on the tip of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and when connecting the irrigation purge tubing of the ablation, there was no flow at the tip of the probe. It was impossible to push with a syringe as there was very high resistance, possibly obstruction. There were no clinical consequences reported. Additional information was received, and it was noted that the issue was noted before the device was used on the patient. The suspected device was the catheter because the irrigation was flowing well through the tubing, the pump, and the outlet of the tubing; however, when the doctor connected it to the probe, nothing came out. There was no message observed on the irrigation pump, nothing was coming out at the end of the ablation catheter. When the probe was replaced, the problem was resolved. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation test and fourier transformed infrared spectroscopy (ft-ir) of the returned device were performed. Visual analysis revealed a fibrous foreign material attached on the tip surface. This finding is MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device was returned to johnson & johnson medtech (j&j). A visual inspection, irrigation test and fourier transformed infrared spectroscopy (ft-ir) of the returned device were performed in accordance with j&j procedures. Visual analysis revealed a foreign material fibrous attached on the tip surface. An irrigation test could not be performed due to the device being occluded with the foreign material at the tip. However, an aluminum wire was introduced on device irrigation tube and no occlusion was found. Due to the condition at the tip area, an ft-ir test was performed to identify the origin of the foreign material observed on the tip and, it was found that the material is primarily composed of methacrylate-based material. However, slight variations suggest material modifications. These molecular differences may correspond to aliphatic ester groups, which could not be conclusively identified by ft-ir analysis. Additional testing will be performed on this device to further analyze this issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion issue reported by the customer could not be replicated during the analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. The black material observed on the tip of the device was not originally reported by the customer and it is unrelated to the complaint. The origin of the black material was reviewed with the decontamination center, and it could be related to the materials used during the shipping process after the procedure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action was created for further investigation of the black material (polyester resin/methacrylate-based/polyethylene) found on the tip of the catheter. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).